Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional questions asked: was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Regarding this sentence: the surgeon did laparoscopy and discovered bleeding in the area of the short gastrics. Was the ace45e used to take the short gastrics? Was traction kept at a minimum to allow the ace to coagulate the vessels prior to transection? Was the device¿s used attributed to the bleeding? Did the gen11 display any yellow alert screens during the procedure? Power level used to take short gastrics? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss?

Event description:
It was reported that one day post-op following a laparoscopic sleeve gastrectomy procedure in which the ace45e and pce60a devices were used, the patient came back to surgery for reoperation due to bleeding. The surgeon did laparoscopy and discovered bleeding in the area of the short gastrics. The patient was converted to open procedure. Surgeon could not determine what might have caused the bleeding. The surgeon over-sewed the area with suture to control the bleeding and patient was given two units of blood during procedure. The patient had also received blood products prior to reoperation however amount of blood given at that time was unknown. The patient remained in the hospital following reoperation for observation and was released from hospital on 4-22-2014 in stable condition. On the original sleeve gastrectomy procedure, the surgeon noted the ace45e device was cutting slower during procedure. The surgeon also used a pce60a device with blue and gold reloads on procedure. No buttressing material was used and the stapler was not fired over other staple lines. No devices being returned as discarded after original procedure.